Event description:
During rotablation of mid cx artery, upon dis-engaging lesion or withdrawing 1.5 mm burr from mid vessel the device stalled with resultant distal shaft tip fracrure. The 1.5 mm burr remained in the proximal cx segment of the artery. Angiography demonstrated perforation of the cx artery just beyond burr and resultant cardiac tamponade. Reopro and heparin given prior to the procedure. Cardiopulmonary resuscitation was unsuccessful with pt. Expiration.